Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that glaucoma device doesn't look as usual. Additional info was requested but not received. If any additional info is obtained, a supplemental medwatch will be submitted.